Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in 2 segments. External insulation abrasion breaching exposing the outer coil consistent with lead friction to another device or feature of the heart was noted at 5.0 cm to 7.4 cm and 32.5 cm to 32.8 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.